Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer also stated that he lost the transmitter in his house. The customer's blood glucose at the time of admission was 600 mg/dl. The customer stated that he was out of insulin prior to the hospitalization and was unable to purchase more insulin at the pharmacy. The customer stated that he was in an accident and was driving at the time of the accident. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.